Event description:
The customer stated he tested four times in one day using his coaguchek xs meter (serial number (B)(4)). At 8:56 am he obtained a result of 4.7 inr. At 9:13 am he obtained a result of 3.6 inr. Different fingers were used for these first two results. At 9:18 am he obtained a result of 2.2 inr using the same fingerstick as before. At 12:09 pm he obtained a result of 2.2 inr using a different finger. There was no treatment provided or medication change made based on any of the results. The customer's therapeutic range is 2-3 inr. The customer is not taking heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The customer stated he was good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 293986-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.